Event description:
It was reported that per distributor left wing of portex 5.0 cannula has a fissure. No additional information.

Manufacturer narrative:
D5 is "patient/consumer" and e4 are unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Corrected data: d2: correction: common device name: tube tracheostomy and tube cuff.